Event description:
User facility voluntary medwatch received which states: "pt had cardiac ptca with stent placement of two vessels on xxxx x discharged to home xxxx. Returned xxxx with retroperitoneal hemorrhage." There was no additional query of the customer.